Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was undergoing an endovascular procedure for treatment of an abdominal aortic aneurysm. As reported, while inflating the balloon, the balloon burst. The balloon was removed safely from the patient. There was no harm to the patient and the procedure was able to be completed with a non-gore balloon. The device was discarded at the treating facility.

Manufacturer narrative:
Additional investigation and case review determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any report submitted under manufacturer report number is hereby retracted. Additional investigation, interview, and event review revealed that the balloon was being used as a molding balloon. Balloon rupture within the patient when being used as a molding balloon does not meet the definition of a reportable product malfunction. B5 was updated with the current description summary following clarification from the field.

Event description:
On (B)(6) 2022, the patient was admitted for endovascular treatment of an abdominal aortic aneurysm in which a gore® excluder® conformable aaa endoprosthesis was implanted. As reported, while inflating the gore® molding & occlusion balloon catheter for use as a molding balloon, the balloon burst. The gore® molding & occlusion balloon catheter was removed safely from the patient. There was no harm to the patient with no additional blood loss and the procedure was able to be completed with a non-gore coda balloon. As reported, there was no over inflation. As reported, there was calcification present, though not significant, at the renal arteries. As reported, when the physician ballooned the proximal end of the gore® excluder® conformable aaa endoprosthesis the balloon went above the graft and ¿mushroomed¿ over the top. As reported, there was no resistance on the gore® molding & occlusion balloon. As reported, the physician was using a gore® molding & occlusion balloon catheter for the first time. The physician was reported to have historically used a non-gore coda balloon. The device was discarded at the treating facility.